Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The device was received in with a cracked case window display corner, scratched lcd window and missing end cap sticker.

Event description:
Patient received an alarm during priming. Insulin pump was not bumped or dropped and no damage to the drive support disk was reported. Advised patient the insulin pump would be replaced. Nothing further was reported.